Manufacturer narrative:
The inspection of the involved implant returned from the healthcare facility shows that the product inside the packaging is an anatomic® fixed bearing insert size 4 thickness 10, batch 297099. The label on the tyvek has the identification data of the size 4, and the external and patient labels have the identification data of the size 3 (batch 287640). The inspection of implants of involved batch number in our stock showed that all the labels and products are conforming, therefore the batch is partially concerned. The review of manufacturing data from our sub-contractor showed that both batches were packaged the same day. The analysis performed with our sub-contractor of packaging showed that it is probably due to a mix-up during the manipulation and storage after clean roam (both batches have been stored at the same rack before the final packaging in the boxes). This error has not been detected by the inspection during final packaging (products identified by the label on the tyvek). A scar has been initiated and actions have been implemented by our sub-contractor in order to avoid the recurrence (modification of storage instructions: only one batch per rack) and sensitization on the inspection of label of 100% of device during final packaging) as a conclusion and according to the elements in our possession, the origin of the incident is due to a manufacturing issue during manipulation and storage of the products , not detected during the inspection, during the packing phase. As a precautionary measure, amplitude has initiated a recall of both batches. No concerned products are on the us market.

Event description:
When opening the packaging of the implant, the healthcare facility identified the presence of anatomic® fixed bearing insert size 4 inside a box with labels specifying anatomic® fixed bearing insert size 3 . The error was detected during surgery. No related patient consequences. Another anatomic® fixed bearing insert size 3 of was available and implanted.